Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 375 (mg/dl) and moderate ketones for the last month. Reportedly, customer stated that bg levels are noticed to be elevated approximately 48 hours after a supply change, and believes that her body may be reacting to the infusion site. Customer increased their temporary basal insulin rate and administered boluses with the pump to treat bg levels. Customer reported that their bg levels were in range during the time of the call.